Manufacturer narrative:
The device was returned for analysis. The reported retraction problem was unable to be confirmed. There was noted damage to the filtration element support structure likely due to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the difficulty retrieving the filter was due to a large embolic load preventing the filtration element from collapsing in the retrieval catheter; however, this could not be confirmed. The additional damage to the support structure on the filtration element is likely due procedural circumstances of when the filter was slowly pulled out of the anatomy still deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. The filter of an emboshield nav6 embolic protection system (eps) would not collapse to be retrieved. A larger catheter was used in an attempt to retrieve the filter, but it would still not collapse. The filter was slowly pulled out with the filter still deployed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.